Event description:
It was reported that the "patient underwent left hip replacement surgery in (B)(6) 2012 at another facility. Ever since, she has had significant dysfunction associated with internal rotation of leg. She has a hard time walking without a cane. Patient returned to surgery on (B)(6) 2013 for revision of both acetabular and femoral components. Surgeon found excessive anteversion on the stem, between 30 and 35 degrees aversion. The cup was relatively under anteverted. There was a relatively decreased offset and the combination of these led to impingement in extension and external rotation on the shell, the lesser trochanter and trochanter on the ischium on the posterior aspect of the acetabulum. The stem and cup were found to be non-ingrown upon removal.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown shell. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.